Event description:
The reporter stated that "once in a while I got er1, can't recall when." She said that at the time of one er1 message she had felt dizzy as she usually does when her blood sugar is "high." She said she had retested until she got a blood glucose reading and "I sometimes took extra medicine (glucophage) basing the dose on that reading. She stated that her blood sugar never gets above 300. She did not report having been hospitalized or md treatment following the error message. The lifescan rep reviewed quality control checks, explained proper strip storage (she said that her strips had been in a tylenol bottle). They also went over proper testing techniques including the use of the test strip confirmation dot and the color comparison chart on the strip vial. Possible reasons for the er1 message were explained. She said that if her readings are above 350 or if she got an er1 message and she thought she was "high", that she would normally call her doctor.